Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -component failure of universal cord. Based on the results of the investigation, it is likely the following led to the malfunction: universal cord failure. A definitive root cause could not be identified for the universal cord failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During the preparation for therapeutic lobectomy procedure, the subject device had an issue with the image stripe form. There were no reports of patient harm.